Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. Related to MFR report # 2183959-2013-00625.

Manufacturer narrative:
It was reported that the devices were implanted (B)(6) 2006 and (B)(6) 2008. The reporter did not specify which date the perigee, monarc and a non-ams device (gynecare gynemesh) were implanted. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report-(B)(4).